Manufacturer narrative:
(B)(4). The patient's date of birth was unknown; however, it was reported that the patient was born in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. During hospitalization, the patient was treated ineffectively. Two weeks after being hospitalized, the hp's catheter was removed in order to transfer the hp to hemodialysis therapy. As a result, the dianeal therapy was discontinued. A month after being hospitalized, the hp was discharged from the hospital. The patient was not recovered from peritonitis. No additional information is available.